Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/11/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user requested to return their ilet device for credit due to fluctuating bg levels and declined additional training, stating they had already completed it. On 12/10/24, the user experienced two significant bg events. During a low bg event, their levels dropped to 30 mg/dl and remained outside the normal range for approximately 2 hours. Although no professional medical intervention was sought, the user's husband assisted by providing 2-3 oz of orange juice, and the user reported feeling incoherent. In a separate high bg event, the user's levels spiked to 400 mg/dl, also lasting about 2 hours. No backup therapy, ketone testing, or professional medical assistance was used, and no immediate health effects were reported.